Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, reset error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. The insulin pump had cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via telephone call that the blood glucose ran high and that it seemed like pieces of glass were coming out of the insulin pump and the customer was unsure of where it came from. The blood glucose reading was 438 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The customer also reported that the motor was sounding different than usual and was advised that the insulin pump would be replaced.